Event description:
It was reported that approximately two months post implant the lens vaulted posteriorly. The patient experienced hyperopic outcome, yag was performed and the patient's prognosis was reported as fine.

Manufacturer narrative:
The lens remains implanted; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.